Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material defect.

Event description:
Per the information provided, 25 seconds into the procedure the needle broke. The doctor moved the microtip and needle fell out of the microtip into the patient's incision. The doctor removed the needle from the patient. Another microtip was used to complete the procedure. There was no injury or harm caused to the patient by the failure.